Event description:
It was reported to philips that the monitor failed to power on; resolved using a backup power cable on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service used a backup power cable to restore the monitor to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).